Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't latch to electrode belt) has been confirmed. Upon investigation the monitor was unable to securely connect to an electrode belt. The monitor's electrode belt connect was physically damaged. The root cause for the damaged connector was physical abuse. No adverse event resulted from the defective monitor.

Event description:
A zoll distributor returned monitor sn (B)(4) and reported that the battery was unable to latch to an electrode belt.